Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing detached at the quick release while sleeping and patient's blood glucose level at the time of event was 304 mg/dl. The site location was at the right buttock and the pump was located on the right side of her bra. The infusion had been in use for 2-3 days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.